Manufacturer narrative:
The t:slim pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer provided a blood glucose level of 275 mg/dl. Reportedly, the customer removed insulin from a previously used cartridge and inserted the insulin when filling a new cartridge. Tandem technical support educated the customer on the pump labeling instructions and load procedure. Reportedly, a new cartridge was filled to address the issue.